Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to fire out the distal end at 10,527 joules of use. The procedure was completed using a second fiber. Patient outcome: "fine". There was no report of patient injury.

Manufacturer narrative:
(B)(4).